Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. Evaluation summary: it was caused due to the pcb failure. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Out of box - found no signals on all outputs upon inspection.. Description of any actions taken: tested and failed.